Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 core unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 173 mmol/l and it repeated with a value of 149 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date. The field service engineer ran mechanism checks and checked the detergent uptake; these were acceptable. The wash mechanism nozzles were cleaned. The engineer found split vacuum tubing. The tubing was repaired. Ise checks passed. The customer ran calibration and controls; these passed. Patient samples were tested and the results were acceptable. The investigation determined the service actions resolved the issue.